Event description:
Medtronic physio-control is investigating reports where the device annotated in the electronic pt event record the delivery of less than the selected energy. This anomaly occurred after at least one shock had been administered at the selected energy.